Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the optikview wall display. The technician found that the hv1000 switch required replacement. The hv1000 switch is a compact system which allows the display of detailed images from hd or 4k devices allowing the routing of images/videos in hd or 4k to monitors/displays in operating rooms. The technician replaced the hv1000 switch, tested the function and operation of the optikview wall display, confirmed it to be operating to specification and returned the device to service. No additional issues have been reported. UDI related data clarification-this integration system qualifies as a medical device data system (mdds).

Event description:
The user facility reported that during a patient procedure, the optikview wall display was "flickering". The procedure was completed successfully following a short delay. No report of injury.